Event description:
It was reported that an impedance issue was discovered during the surgical procedure. All electrodes were reportedly within the normal limits for impedances except for #15 which was >10000 ohms despite removing the lead from the channel and wiping. The device was still implanted. It was noted that during the post operative programming, the patient was able to feel stimulation bilaterally from feet to thighs. It was noted that they had never been able to stimulate the low back in areas to produce therapeutic paresthesia. It was noted that this was the case when the patient underwent the trial in 2012 prior to implant. It was noted that the patient was able to communicate with the implantable pulse generator using the programmer and antenna. It was noted that the patient had a follow-up visit on "(B)(6) 2014." Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6)2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).